Event description:
Device 1 of 5. Reference MFR report numbers: 1627487-2013-13658, 1627487-2013-13659, 1627487-2013-13660 and 1627487-2013-13661. The patient has four leads from different lot numbers. It was reported the patient had lost stimulation coverage in his left leg. A sjm rep met with the patient and found multiple invalid electrodes. Reprogramming with the existing electrodes was able to provide stimulation coverage in the patient's left leg. It was also reported the patient had lost weight and his ipg had shifted. The patient still has stimulation, however, he has trouble charging his ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.